Event description:
Complainant alleged that during pt transport, the medics were monitoring a pt (age and gender unk), but the device displayed an odd squared wave form. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.